Event description:
It was reported that tip detachment occurred. The target lesion was located in the circumflex artery. A 185cm pt²¿ guide wire was selected and advanced; however, it was noted that the distal tip of the guide wire approximately 1 cm broke off and was left inside the patient's body. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents distal tip bent and partially detached exposing the corewire tip, approximately 0.1cm. No evidence of corewire fracture. All the outer diameter measurements are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the circumflex artery. A 185cm pt (2 tm) guide wire was selected and advanced; however, it was noted that the distal tip of the guide wire approximately 1 cm broke off and was left inside the patient's body. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Patient age at time of event: over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).